Event description:
It was reported that the device kd-v411m-0725 knife wire broke when an incision was made with energization during a a therapeutic endoscopic sphincterotomy (est) procedure . The customer switched to the same product however, the knife wire broke when the same power was applied. The intended procedure was completed on the third attempt. The procedure was completed with similar device. No health hazard to the patient was reported. The model of the electrosurgical unit (vio) used with the device is unknown. Mode setting is end cut 30w. There was no patient harm, no user injury reported due to the event. This event includes two reports to address the two knife wire that broke during the case with the same device model and lot number. (Model kd-v411m-0725/ lot number 23k). Report with patient identifier (B)(6). Report with patient identifier (B)(6). This report is for report with patient identifier (B)(6).

Manufacturer narrative:
Investigation results: the subject device was not returned to olympus for the following reason: ·the subject device is not allowed to be taken out of the hospital, because it was used for patient with infectious disease. The device was discarded by the user facility according to the hospital rules. The subject device was not returned to olympus. Therefore, the condition of the device could not be confirmed. The subject device was manufactured on march, 2022 based on the provided 3 digit lot information "23k". The manufacture date cannot be identified since the subject device was not returned. The dhrs (device history records) for this lot have been reviewed. The device history record for the lot (23k) indicated no anomaly with the event-related items. The record includes the following. -process inspection sheet -quality inspection sheet -nonconforming product report instruction for use (IFU): this instruction manual (drawing no. Gk6224, revision no.8) contains the following information. Therefore, it would be possible to prevent this event from occurring. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. The exact cause of the reported phenomenon could not be conclusively identified by the following reason; ·the device was not retuned for the investigation. ·no abnormalities on the device was considered as no abnormalities were found in the device history . Based on the similar complaint investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. ·high frequency current was applied when the distal end of the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. The cutting wire and the tissue were being close to each other. As a result, an electrical discharge between the cutting wire and the distal end of the endoscope occurred, and the cutting wire became instantly hot. Avoiding the situations described above will prevent the cutting wire from breaking. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide the unique identifier (UDI) number in d4 and a correction to g2. G2: health professional was inadvertently selected.